Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the unit was defective. Add'l info received reporting the bipolar handle heated up during use and the laser probe was not conducting at the tip which created bubbling in the eye fluid. No known impact or consequence to the pt. Add'l info has been requested.